Manufacturer narrative:
Device component code is related to device problem code for the problem of needle detachment. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during a sacrospinous ligament procedure performed on (B)(6) 2018. According to the complainant, during the procedure, upon placement of the mesh, the dart detached and remained in the "passing wire." The procedure was completed with another uphold (tm) lite w/ capio slim. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The assigned complaint investigation conclusion code for this event is supplier manufacturing process design because the design or validation of the supplier manufacturing process was not sufficient to ensure the finished device met the intent of the design.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during a sacrospinous ligament procedure performed on (B)(6) 2018. According to the complainant, during the procedure, upon placement of the mesh, the dart detached and remained in the "passing wire." The procedure was completed with another uphold (tm) lite w/ capio slim. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the returned uphold¿ lite revealed that the suture on the blue dilator was broken. The remainder of the suture with dart was not returned. Analysis also revealed no damage to the capio slim suture capturing device and the device functioned as intended. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. However, the assigned complaint investigation conclusion code for this event is manufacturing process design because the design or validation of the manufacturing process was not sufficient to ensure the finished device met the intent of the design. An investigation concluded that the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in suture severing. The issue is under investigation and a correction has not yet been implemented.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during a sacrospinous ligament procedure performed on (B)(6) 2018. According to the complainant, during the procedure, upon placement of the mesh, the dart detached and remained in the "passing wire." The procedure was completed with another uphold (tm) lite w/ capio slim. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.